Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming, and screen went blank. It was reported that troubleshooting was unsuccessful, and the end user was advised to go to the clinic as the pump was not working. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).